Event description:
A pt reported experiencing inaccurate high results wth a one touch basic meter. The pt's blood glucose results were 700 and 500mg/dl. Tests were done 10 mins apart. Pt did not experience any adverse event. No further info has been reported.